Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that shortly after the implant (sometime in (B)(6)), ¿she felt stim in her pelvic area and her right foot. The toes would go down just a little bit then it stopped pulsing for a while and they would go back up and then it started again and the toes would go down¿. Patient also reported feeling tenderness in her breast as well shortly after the implant. Patient stated when she increased stim, it was somewhat uncomfortable but it usually went way shortly after. It sounds like normal operation of increasing stim but patient described somewhat uncomfortable. Patient stated¿ it¿s a bit much when raised it but then it goes quite down after that¿. She was at 1.1 v currently. There was no fall or trauma related to the issue. Patient services reviewed basis controller usage with patient during the call. The indication for use is unknown. There were no further complications that have been reported as a result of this event.